Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During valve deployment, the patient went into complete heart block and required pacing. The final implant depth was 6.0mm. The complete heart block persisted, and a permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During valve deployment, the patient went into complete heart block and required pacing. The final implant depth was 6.0mm. The complete heart block persisted, and a permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block appears to be related to procedural conditions. The reported unexpected medical intervention was as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.